Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 36 and 48 hours. Symptoms reported include dehydration, sickness and vomiting. It was reported the cannula dislodged from the infusion site (abdomen) overnight. The patient was admitted to the hospital and was treated with intravenous fluids, gravol, anti nausea medications along with 2 other forms of treatment. The patient was released after a 5 hour visit. The pod was removed and replaced prior to the hospital visit.